Manufacturer narrative:
(B)(6) weeks gestation. Mother was female. Baby's gender was not provided. This MDR represents the mother. Manufacturer report number 2016493-2019-01430 represents the baby. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that on (B)(6) 2019 at 0708, there was an alaris pump event with pitocin. During a patient infusion, the nurse programmed under pre-set pitocin induction setting at 6 mu/min (18 ml/hr). The patient had approximately 15 minutes of fetal strip where tachysystole was noted. The nurse noticed approximately 600 ml of the 1000 ml pitocin bag had been infused and the pump displayed that the infusion was infusing at 6 mu/min (18 ml/hr). The pitocin infusion was discontinued at 0903. A second nurse verified that the displayed pump setting was correct. The ob md was notified. A spontaneous vaginal delivery occurred at 0910 at (B)(6) weeks gestation. The pump was removed from service and collected by biomed. There was no patient harm to mother or baby.

Manufacturer narrative:
The customer¿s experience of an overinfusion was not confirmed. The pump module and disposable set were not returned for investigation. The pcu event log contained no obvious programming errors that would result in the reported event. The log shows pump module s/n (B)(6)was programmed to infuse drugid 107 at a rate of 18ml/hr at 7:06 am on 17 september 2019 and ran until 9:02 am with 34.224ml recorded as being infused during this period. The device was being used for treatment. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that on 17sep2019 at 0708, there was an alaris pump event with pitocin. During a patient infusion, the nurse programmed under pre-set pitocin induction setting at 6mu/min (18ml/hr). The patient had approximately 15 minutes of fetal strip where tachysystole was noted. The nurse noticed approximately 600ml of the 1000ml pitocin bag had been infused and the pump displayed that the infusion was infusing at 6mu/min (18ml/hr). The pitocin infusion was discontinued at 0903. A second nurse verified that the displayed pump setting was correct. The ob md was notified. A spontaneous vaginal delivery occurred at 0910 at 38.6 weeks gestation. The pump was removed from service and collected by biomed. There was no patient harm to mother or baby.

Event description:
It was reported that on (B)(6) 2019 at 0708, there was an alaris pump event with pitocin. During a patient infusion, the nurse programmed under pre-set pitocin induction setting at 6mu/min (18ml/hr). The patient had approximately 15 minutes of fetal strip where tachysystole was noted. The nurse noticed approximately 600ml of the 1000ml pitocin bag had been infused and the pump displayed that the infusion was infusing at 6mu/min (18ml/hr). The pitocin infusion was discontinued at 0903. A second nurse verified that the displayed pump setting was correct. The ob md was notified. A spontaneous vaginal delivery occurred at 0910 at 38.6 weeks gestation. The pump was removed from service and collected by biomed. There was no patient harm to mother or baby.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pump module and disposable set were not returned for investigation. Analysis of the pcu event shows no obvious programming errors that would result in the reported event. The log shows pump module s/n (B)(4) was programmed to infuse drugid 107 at a rate of 18ml/hr at 7:06 am on (B)(6) 2019 and ran until 9:02 am with 34.224ml recorded as being infused during this period. The root cause of the customer¿s report of an overinfusion was not identified. No device was returned for investigation.